Event description:
It was reported when using the bd pyxis medstation es system tower door failed intermittently. The customer added that this malfunction occurred during the user issuing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door failed. The field service engineer cleaned and reseated all tower door latch contacts to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after field service engineer the troubleshooted the device.